Manufacturer narrative:
Additional information: b5, g3, h2, h6, h11.

Event description:
This report includes updated investigation coding.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a pfa ablation procedure, a pericardial effusion occurred which required a pericardiocentesis. The physician had difficulty locating the ripv. To assist, the volt catheter was introduced into the agilis sheath and an attempt was made to access the vein using a non-abbott (guidewire by cook medical). After approximately five minutes of searching for the vein, the patient¿s blood pressure suddenly dropped. A transthoracic echocardiogram showed a pericardial effusion. Protamine was administered and a pericardiocentesis was performed to stabilize the patient. During the pericardiocentesis, a clot was observed in the pericardial space. A surgeon was therefore called in, and a sternotomy was performed to remove the clot. The surgeon reported a 3 mm lesion caused probably by the agilis sheath, located between the right superior and right inferior pulmonary veins. A pledget was used to repair the lesion. A total of 1.5 l of blood was transfused. The patient is currently stable. The physician did not attribute the complication to volt or agilis and acknowledged that he applied significant force while searching for the ripv. There were no performance issues with any abbott device.